Event description:
It was reported that the user experienced hyperglycemia while using the ilet, with cgm readings progressing to ¿high¿ and a confirmatory fingerstick of 551 mg/dl; the user disconnected and administered 10 units of subcutaneous insulin with subsequent reduction to 216 mg/dl, and then performed a guided supply change to resume insulin delivery. Symptoms included fatigue. Outcomes included transient hyperglycemia without hospitalization or professional medical intervention. Investigation included product-use troubleshooting and education with guidance through proper supply change steps. Investigation of this case revealed no confirmed device malfunction and that insulin delivery resumed after replacing the infusion set. It was concluded that the cause of the hyperglycemia was unclear and that user-performed infusion set change restored therapy.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.